Event description:
This pi is for the mua. While reporting a revision of the patient's left knee on (B)(6) 2023, rep provided encounter notes which state that the patient 'required a closed manipulation [mua] on (B)(6) 2022."

Manufacturer narrative:
An event regarding range of motion (rom) involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical information by a clinical consultant indicated: "this patient underwent a primary total knee arthroplasty. Approximately two months later she required a closed manipulation under anesthesia presumably for lack of range of motion. [¿] the root cause of this event cannot be known with certainty. The cause of the need for manipulation under anesthesia two months after surgery is usually for early arthrofibrosis, manifesting itself by poor range of motion. Contributory factors include surgical technique factors, patient compliance factors as well as the possibility of early manifestation of regional complex pain syndrome." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient underwent manipulation under anesthesia. A review of the provided medical information by a clinical consultant indicated the following: "this patient underwent a primary total knee arthroplasty. Approximately two months later she required a closed manipulation under anesthesia presumably for lack of range of motion. [¿] the root cause of this event cannot be known with certainty. The cause of the need for manipulation under anesthesia two months after surgery is usually for early arthrofibrosis, manifesting itself by poor range of motion. Contributory factors include surgical technique factors, patient compliance factors as well as the possibility of early manifestation of regional complex pain syndrome." Further information such as the mua operative report as well as additional patient history/exams and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned to the manufacturer.